Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "low" on the continuous glucose monitor. Reportedly, the customer entered correction factor incorrectly. Bg was addressed via consumption of carbohydrates and glucose tablets. Tandem technical support guided the customer through correcting the correction factor to address the event.